Event description:
Patient was hospitalized for 2-3 weeks, presenting with neck pain, fever, and confusion. Pump was explanted after admission. This is patient's second episode of pseudomonas meningitis within 6 months. Physician stated that patient will probably be kept on some form of IV therapy after discharge to the nursing home. No further information on this patient or device is available.